Event description:
It was reported to philips that the system failed to bootup. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was failed to bootup. A review of the system log files confirmed the reported issue. Upon functional testing, the fse found that hard disk was full of image and that crashed the hard drive. To resolve the issue, the fse did partition on the hard drive on existing pc and reloaded the latest software and restored the backup. The fse also found broken cable on the connector and the fse replaced the tsm connection cable. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.